Event description:
It was reported that the patient underwent a posterior lateral fusion to treat a burst fracture. It was reported that sometime post-op the rods were found to be broken. A revision surgery took place to replace the broken rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.